Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation from the lifevest. The patient's nurse reported that the patient's garment was too tight and cut into the patient's skin. The nurse confirmed that the patient has an open wound on her back and on her right side under the electrodes. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the home health nurse inspected the skin irritation and the patient applied neosporin plus a band-aid on the skin irritation. The skin irritation improved. It's unclear if the patient's home health nurse applied or recommended the use of neosporin/band-aid for the skin irritation. Reporting out of the abundance of caution.